Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of significant wear and tear on the white power cable was confirmed via submitted images. The heartmate 3 system controller (B)(6) was not returned for analysis. A provided photo by the customer confirmed damage to the white power cable. The outer jacket and inner layers were damaged, exposing the inner wires. Log files were submitted for review and no atypical alarms were captured throughout the data. The controller was able to operate the pump at the intended speed. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The heartmate 3 IFU, section 2 - ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white power cable to the primary system controller had significant wear and tear. The controller was exchanged.